Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced insulin flow blockage and multiple infusion set issues, including a bent cannula which resulted in hyperglycemia. The elevated blood glucose was treated using insulin delivered via the pump.